Event description:
Caller reported that the low blood glucose events had been occurring for the past two months .low bg cause was not known. The lowest blood glucose level reported was 40 mg/dl, and the customer consumed carbohydrates as a treatment action. Cts recommended the caller consult with a healthcare provider to discuss factors affecting blood glucose levels, and the caller acknowledged this advice.